Event description:
It was reported that the device delivered 6 shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response. It was noted that the af was converted with the first shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-88, implantable pacing lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2011; 6947-58, implantable pacing lead, (B)(6) 2011. (B)(4).